Event description:
It was reported that during a ptcra procedure, the mavervick otw ptca catheter balloon ruptured at 12 atms on the initial inflation. The lesion was dilated with this device after the guidewire crossed the lesion. The lesion being treated was a calcified, 99% stenotic lesion in the proximal right coronary artery (rca). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The manufactuing records for top assembly batch 8455624 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.